Event description:
Per information provided: (B)(6) 2011 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of sepramesh ip x 2 (device #1, #2). Per operative notes, ¿there were flimsy adhesion between omentum and the anterior abdominal wall were taken down. Adhesiolysis was completed. Large skin flaps were raised bilaterally over the fascia. A component separation was performed. The hernia defect was measured and repaired with two pieces of dual mesh(device #1, #2). The sepramesh ip(device #1) was sewn to the undersurface of abdominal wall on the left with interrupted mattress suture. The sepramesh ip(device #2) was sewn to the first with overlapping mesh in the middle using sutures. The hernia repair was then completed using the contiguous piece of mesh in same fashion on left side.¿ (B)(6) 2017 - patient was diagnosed with fistula and infected mesh thereby underwent open repair with removal of mesh (device #1, #2). Per operative notes, ¿there were multiple adhesions of the bowel and omentum to the anterior abdominal wall. Adhesions off mesh were removed. Two prosthetic fistulas were identified which included one from the colon to the mesh, and then there was an enteroprosthetlc fistula, was proximal to the terminal ilium, bowel off the mesh and separated the fistulas. Right hemicolectomy was performed, mobilizing the right colon off the retroperitoneal adhesions, freeing up the omentum and then transected the small bowel proximal to the fistula. Mesenteric defect was closed with a suture. The old mesh (device #1, #2) and sutures were removed and closed the anterior abdominal wall with sutures.¿ attorney alleges that the patient had abscess, adhesions, bowel removal, fistulae, infection, mesh migration, mesh shrinkage, pain, hernia recurrence, bowel obstruction and emotional injuries.

Manufacturer narrative:
Based on the additional information received, no conclusions can be made. Per medical records review, about 6 years 4 months post implant of sepramesh ip, patient was diagnosed with infection, fistula, adhesions and inflammation thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists infection, fistula, adhesions and inflammation as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." This emdr represents sepramesh ip (device #2). An additional supplemental emdr was submitted to represent sepramesh ip (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Per information provided: on (B)(6) 2011: patient was diagnosed with ventral hernia thereby underwent open repair with the implant of sepramesh ip (x2) (device #1, #2). Per operative notes, ¿there were flimsy adhesion between omentum and the anterior abdominal wall were taken down. Adhesiolysis was completed. Large skin flaps were raised bilaterally over the fascia. A component separation was performed. The hernia defect was measured and repaired with two pieces of dual mesh (device #1, #2). The sepramesh ip (device #1) was sewn to the undersurface of abdominal wall on the left with interrupted mattress suture. The sepramesh ip (device #2) was sewn to the first with overlapping mesh in the middle using sutures. The hernia repair was then completed using the contiguous piece of mesh in same fashion on left side.¿ on (B)(6) 2017: patient was diagnosed with fistula and infected mesh thereby underwent open repair with removal of mesh (device #1, #2). Per operative notes, "there were multiple adhesions of the bowel and omentum to the anterior abdominal wall. Adhesions off mesh were removed. Two prosthetic fistulas were identified which included one from the colon to the mesh, and then there was an enteroprosthetlc fistula, was proximal to the terminal ilium, bowel off the mesh and separated the fistulas. Right hemicolectomy was performed, mobilizing the right colon off the retroperitoneal adhesions, freeing up the omentum and then transected the small bowel proximal to the fistula. Mesenteric defect was closed with a suture. The old mesh (device #1, #2) and sutures were removed, closed the anterior abdominal wall with sutures.¿ attorney alleges that the patient had abscess, adhesions, bowel removal, fistulae, infection, mesh migration, mesh shrinkage, pain, hernia recurrence, bowel obstruction and emotional injuries.

Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 6 years 4 months post implant of sepramesh ip, patient was diagnosed with infection, fistula, adhesions and inflammation thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists infection, fistula, adhesions and inflammation as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." Addendum: h11: this supplemental emdr is submitted to update the additional event information and to correct the date of implant, relevant tests and lab data. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Corrected field: d.6a (date of implant), b6 (relevant tests and lab data). This supplemental emdr represents sepramesh ip (device #2). An additional supplemental emdr was submitted to represent sepramesh ip (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.